Event description:
Single use aluminum stylette was used during a difficult intubation on a morbidly obese pt. The intubation guide (stylette) was maneuvered while inserted into the endotracheal tube. After multiple curve change of stylette inside the endotracheal tube, the distal end broke off inside the tube, slided through the tube and went into the pt's trachea. Fibrobronchoscopy was performed in order to remove the remaining part from the pt. No infection resulted after this procedure.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the customer was having power concerns with his aviva meter. Reporter stated that he attempted to test on the aviva meter just prior to becoming hypoglycemic and he could not because of that power issue. Reporter stated she treated him with sugar or candy. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.